Event description:
The physician reported the patient was unhappy with his vision after surgery and the intraocular lens was explanted without complication. Patient was intolerant of the halos and glare he was experiencing. The iol was discarded at the surgery center.

Manufacturer narrative:
(B) (6). The lens was discarded at the surgery center and not returned to the manufacturer for analysis. Batch records were reviewed and showed no deviations. There is no evidence to suggest any fault on the part of the device design or manufacturer. Halos and glare are a known and labeled possible side effect of multifocal lens implant.